Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant became detached from the driver. The doctor confirms that the dental surgical procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h8) was returned for investigation. Visual evaluation of the as returned product identified the implant and mount attached with minor signs of use. A stock rhd2.5 was used to attach to the implant without a problem. The rhd2.5 listed in the complaint was not returned. Device history record (DHR) review was completed for the subject lot numbers (2020031404, 63582791). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2020031404, 63582791) for similar events and no other complaint was identified. Review completed utilizing keywords: disengaged. Based on the available information, implant malfunction did not occur and the reported event was non-verifiable without return of all items involved. Therefore, driver malfunction could not be verified. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.